Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
According to the customer biomed, a nurse claimed that the abp systolic pressure did not alarm. The nurse stated the patient's abp systolic pressure (201 mm hg) violated the upper limit but the monitor did not announce and audio or visual alarms. The device was in clinical use at the time the issue was discovered. There was no patient incident. The patient did not require additional treatment.